Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose and diabetic ketoacidosis. The customer was hospitalized for those issues. She experienced back pain and nausea due to their high blood glucose. No treatments were mentioned for the high blood glucose. She was wearing the insulin pump at the time of her admission. Troubleshooting was declined for the hyperglycemia. The insulin pump was not returned for analysis.